Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl. The customer states the reservoir ring at the top of the pump was broken off and also states that the screen was scratched up. Troubleshooting was performed for damage and noticed the reservoir was still able to lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.